Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer reports: the balloon would not deflate. The doctor cut the catheter to empty the balloon of water so that she could remove it. No harm to the child. The sample was inspected prior to use. Was not treated with disinfectant/cleaning solutions.

Manufacturer narrative:
The DHR (device history record) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15f015fhx. Three unopened representative samples were returned to the manufacturing facility. The three units were removed from their packaging and inflated with 5ml sterile water. All units inflated with water. The balloon on the three units did not inflate symmetrically; however, the water could be removed from the units. The most probable root cause of the cuff not deflating is poor cuff symmetry, where the side of the cuff that did not inflate and covered the inflation may prevent water from escaping the cuff. A formal corrective and preventative action (CAPA) investigation has been initiated to investigate this issue and implement corrective actions. As a result of the CAPA, the manufacturing process was updated to add more glue underneath the cuff and reduce the amount of water used to inflate the cuff from a maximum of 5ml to a maximum of 3ml. Both these changes should improve cuff symmetry. No further action is required at this time. The associated data will be fed into the risk management quarterly report and will be used for tracking and trending purposes.